Event description:
A patient had the swedish adjustable gastric band implanted. This device was explanted due to an alleged leakage. The reason of the leakage is unclear at this time. A second device was implanted using the goldfinger device. This second implantation was reported to have went well, with no issues identified or reported.

Manufacturer narrative:
D4, h4, h6: info anticipated, but unavailable at this time.